Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code h11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a electrical remote-controlled (erc) tubing clamp that failed during use. The issue occurred during set-up of the device. There was no patient involvement.

Manufacturer narrative:
The affected clamp was returned to manufacturer: no technical intervention was performed due to the presence of both corrosion and blood residues on the internal surfaces of the clamp, preventing safe handling and repair. Unit will be no longer used for clinical use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.